Manufacturer narrative:
Our technical and clinical personnel analyzed the event logs and confirmed that the bsm-6500 functioned appropriately and the alarms at the central monitor were repeatedly silenced. The adverse event was attributed to use error.

Event description:
(B)(4).